Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed investigations. The failure analysis investigations team replicated and confirmed the customer-reported complaint. The instrument was found to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.348" x 0.108" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. Additionally, the instrument was found to fail the energy recognition test.

Event description:
It was reported that during a da vinci-assisted transoral thyroidectomy surgical procedure, an error "relax pressure blade" message was displayed, and the harmonic ace instrument did not operate. The customer tested it by rebooting, but another "tightening assembly" message was displayed, and the issue was not resolved. There was no report of fragment(s) falling inside the patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer used a backup instrument to continue the procedure. No known impact or patient consequence was reported.